Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that reseating the plug in the system control board resolved the issue. A system checkout was performed and he hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacture for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that while outside or procedure, the mobile view station (mvs) of the imaging system did not boot up when the imaging system was powered on and a red x was displayed on the top of the bar. Rebooting the system would intermittently resolve the issue. There was no patient present at the time of the issue.